Event description:
The customer reported that "once infusion of paracetamol bottle had completed air continued to go down the line and to push all the fluid down the gravity set into the pt's cannula. The roller clamp was closed and the air vent in the gravity set 41173e remained open. When staff member returned to pt the fluid had run through on the gravity set despite roller clamp closed and there was just air in the line to the cannula." From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.